Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during intraocular lens (iol) implant with a pre-loaded injector the plunger became stuck midway through insertion. The physician gradually applied more force to over come what was getting caught and it suddenly gave way, injected the iol at high speed and ruptured the posterior capsule. Additional information received, when surgeon pressed on the plunger, the iol started to advance but he encountered resistance and it became "stuck" in the inserter. One day following surgery the patient was noted to have vitreous between the iol and the iris. At one week post surgery the haptics were noted to be in the correct position. The patient is reported to be doing well but the surgeon notes the possible risk of iol dislocation and vitreous traction long term.